Event description:
A report was received from the clinical study indicating that a small (type a) dissection was noted distal to the 3.0x23mm cypher stent implanted in the left main. The dissection treated with another 2.5x18mm cypher select plus stent with excellent results. The ck's post index pci up (229-, then 460 u/l, but not 2x unl (241), therefore, the event is not classified as a myocardial infarction.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.